Manufacturer narrative:
(B)(4).

Event description:
Pt emailed "I am new to the g6. This is my first session, actually. I'm having a lot of issues so far. The sensor's readings are very different than my glucose meters. I'm having to calibrate it more often than with the g5 and one of the benefits of the g6 is no need for daily calibrations...it keeps losing signal as well."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.